Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in (B)(6) 2024. E1: initial reporter facility name:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the low recirculation volume apd set and minicap transfer set. The patient woke up disconnected. This was further described as ¿the cassette did not 'lock' and kept rotating, as if there was a problem with the thread, appearing worn out¿. Adhesive tape was applied to prevent it from coming loose. This occurred during use of the devices for automated peritoneal dialysis (apd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however, the patient was given antibiotics prophylactically. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the home choice's patient connector attached to the transfer set's female connector; however, due to a photo only evaluation and not receiving a sample for testing, the sample analysis was unable to confirm nor refute the reported problem. Should additional relevant information become available, a supplemental report will be submitted.